Manufacturer narrative:
The customer indicated they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory. The laboratory has a repeat protocol to repeat any troponin samples 0.15ng/ml and greater to verify the results. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. No additional information was provided for this event.

Event description:
Beckman coulter inc. (Bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. The customer was requested but declined to provide specific data. The customer did not report affect to the patient or user attributed or connected to this event.